Event description:
Physician reported an unknown adverse event. This relates to the right side. Device remains implanted. Healthcare professional later reported "intracapsular rupture" diagnosed via MRI.

Manufacturer narrative:
Continued phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on anterior side assessed as unidentified (tear). (Shell thickness within specification). Additional observations: no other observations observed. No further actions are required as the device was implanted.